Event description:
The customer reported to olympus during preparation for a gastroscope, lamp failure on the visera elite xenon light source. The procedure was completed using with a similar device and there was no delay reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the xenon light could not be lit occasionally due to a defective converter. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years, since the subject device was manufactured. Based on the results of the investigation, it is likely the cause of the lamp failure, occurred from a defective power supply unit (converter). Which likely, failed from long-term use. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.